Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned severed in two segments 66 millimeters (mm) from the terminal pin. The helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that difficulty was encountered placing this right atrial (ra) lead at implant. The lead dislodged several times. After extending and retracting the helix several times, the inner coil broke. The lead was connected to a pacing system analyzer (psa) and high out of range pacing impedance measurements greater than 2,000 ohms was observed. The lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported.